Event description:
The customer reported to customer svc that when she plugged her pump in style transformer into the outlet she heard a pop and saw a spark. In f/u with the customer to get add'l info, the customer stated that the transformer housing had come loose and she put it back together again, indicating a breach, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.